Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the brachial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was normal. It was further reported that the balloon ruptured during the first inflation for 20 seconds.

Manufacturer narrative:
B5 describe event/problem updated. Device evaluated by MFR: mustang 7.0 x 40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified, measuring 5 cm in length, starting at 6mm distal from the distal markerband extending 5mm proximal to the proximal markerband. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the brachial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was normal. It was further reported that the balloon ruptured during the first inflation for 20 seconds.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the brachial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was normal.